Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage, critical pump error and pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for cosmetic damage. No harm requiring medical intervention was reported. Product return was requested formmt-1885. Customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. In history downloads, there was pump error 43 and pump error 130 on (B)(6) 2024 20:36--20:38. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack, keypad flex cable pins, and motor pins. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, missing display window cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Critical pump error is not confirmed. Cosmetic damage is confirmed at the unspecified area. Exposed to moisture is confirmed at the electronic stack , motor assembly. Unexpected battery power loss is not confirmed. Pump error 43 is confirmed due to being found in history file and due to motor anomaly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.